Manufacturer narrative:
(B)(4).

Event description:
Procedure: robotic nephrectomy. According to the reporter: the patient received left partial nephrectomy with left adrenalectomy for possible metastatic lesion. After applying bull- dog clip to renal artery, we started partial nephrectomy and closed the tumor bed with 3-0 v-lock. The tumor bed was closed and the operator temporarily placed the needle on left lateral abdominal wall. However, after hemostasis achieved and placing tumor inside specimen bag, the needle was missing. Results: we applied magnetic device this time but in vain. There was no needle found in splenic flexure or above the liver dome. Portable x ray was taken for locating the needle and we found needle situated at level about 10th intercostal space. Chest surgeon was consulted for thoracoscopic evaluation. The needle was found in left pleural cavity. Possible causes of needle migration into pleural cavity: the puncture site for placing the needle; negative pressure inside pleural cavity and ventilation; excessive manipulation after placing the needle.